Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322, which was not reproduced. System error 322 was confirmed through review of the event history log. The software was upgraded per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump displayed system error 322 during therapy (medication, programmed amount and delivery rate unknown) in the general care / nursing care area. The customer stated that the "nurses reported after setting up infusion on patient, the pump ran for about 30 seconds and went into error. Pump was unplugged and reset but went the system error again. Pump was taken out of service and swapped for another pump." The history log was reviewed with the customer and it showed 3 occurrences of system error 322 from (B)(6) 2016 at 4:49am, 4:53am and 4:56am (gmt). It was also reported there was no patient injury, but a delay in therapy. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.